Event description:
Additional information received indicated surgical intervention may take place at a later date.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a drg lead implanted at the c8 vertebral location in 2017. Since (B)(6) 2017, the patient has fainted several times, which ceased once stimulation was turned off. The pulse width of the stimulation was decreased. Device information was requested, but has not yet been provided to the manufacturer.

Event description:
Follow-up information indicated that since the pulse width of the stimulation was decreased, the patient has not experienced any further instances of fainting.

Event description:
Follow-up information received indicated the patient's drg system was explanted and replaced with a scs system. Postoperatively, the patient is reportedly doing well.